Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient attempted to communicate with the programmer on the call and reported seeing a por. It was reviewed what a por meant, and the patient stated they didn't notice that the stimulation was off or felt any different. The patient was redirected to discuss and clear the por message. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the device said, ¿battery was off.¿ they called the doctor to get it reset. No further patient complications are anticipated or expected as a result of this event.